Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an abdminoplasty procedure on (B)(6) 2016 and suture was used. The patient expereinced pain. On (B)(6) 2016, the patient underwent reoperation because the suture was broken in two pieces. Additional information has been requested.

Manufacturer narrative:
.